Event description:
A pt reported experiencing inaccurate high results with a one touch basic meter. The pt's blood glucose results were 220 versus the labs 130mg/dl. Tests were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.